Event description:
It was reported to philips that the heartstart mrx does not turn on. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the device does not turn on. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that the device does not power on due to a malfunction of the ac power module. The ac power module was replaced and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.